Manufacturer narrative:
This report (9613369-2017-00022-1) intends to clarify error made in the initial report. In our previous report (type of report) was populated in error. This report was an initial ¿30-day¿ report and the only field which was supposed to be marked "30-day". Since the report also contained device evaluation data, type of follow-up was marked with ¿device evaluation¿ and subsequently ¿follow-up¿ was additionally marked in error.

Manufacturer narrative:
.

Event description:
Connection problem - instrument-instrument modular handle of anthem instrumentation has been stuck and hence it created problems for the surgeon during surgery. Update 2/22/2017: surgery time extended 60 minutes.